Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a post operative check following shoulder surgery including cautery, right atrial (ra) and right ventricular (rv) bipolar impedance warnings were noted following a sudden drop in impedance on both leads. It was reported the leads may have been affected during surgery. Additional information confirmed the leads were re-checked and found to be functioning normally. Both leads remain in use. No patient complications have been reported as a result of this event.